Event description:
It was reported that the patient patients pain pattern changed over time, and that the pain in the left leg increased. The patient underwent an unknown procedure wherein the ipg was returned. No further information could be obtained despite good faith effort.

Manufacturer narrative:
Sc-1160 sn (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients pain pattern changed over time and had increased left leg pain. The patient underwent an unknown procedure wherein the ipg was returned. No further information could be obtained despite good faith effort.